Event description:
Complainant alleged that during a routine shift check by a clinician, device displayed "defib disabled" and "pacer fault 116" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.